Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a damaged latch pin roller. To correct the condition, the latch pin roller was replaced. If any additional information is received, a follow-up MDR will be sent..

Event description:
During product evaluation by a baxter service technician, a colleague infusion pump required the replacement of a latch pin roller. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. The software version is unknown. No additional information is available.